Event description:
Case (B)(4): it was reported that approximately one month after catheter placement in the abdomen, the patient experienced an alleged infection (aeg and ascites fluid infection (plvt: clostridium perfringens+ proteus mirabilis) and subsequently expired. It was further reported that the patient was terminally ill before the diagnosis of ascites fluid infection and the device did not contribute to the death, as device failure was not identified, but the ascites fluid infection was diagnosed 48 hours before the patient expired. The infection was treated with augmentin, transferred to oncology ward for treatment.

Manufacturer narrative:
H10: this case was initially reported as a death. However, based on additional information received from the customer, it was further reported that device failure was not identified, and the patient's cause of death was not related to the device or procedure, therefore following a review by medical affairs, this file is being reported as a serious injury. H10: d4 (expiration date: 02/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The sterilization record was reviewed, and no deviations were observed. Note per the instructions for use "do not place the pleurx¿ pleural catheter into the peritoneal space as it could lead to misidentification of the catheter and/or mistreatment of the patient. After consulting with our subject matter expert for this product it is important to note that "if the customer is looking for drainage catheters for ascites/peritoneal effusions, then they should be ordering 50-9050a, which is specifically for that use. Based on the available information, we are unable to identify or confirm any issues that may have contributed to the reported failures infection, or patient death, and a root cause could not be determined. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Case 1: it was reported that approximately one month after catheter placement in the abdomen, the patient experienced an alleged infection (aeg and ascites fluid infection (plvt: clostridium perfringens+ proteus mirabilis) and subsequently expired. It was further reported that the patient was terminally ill before the diagnosis of ascites fluid infection and the device did not contribute to the death, as device failure was not identified, but the ascites fluid infection was diagnosed 48 hours before the patient expired. The infection was treated with augmentin, transferred to oncology ward for treatment.